Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Not returned.

Event description:
It was reported that the patient received a tkr on (B)(6) 2011. The patient's implants were revised because the nexgen stem extension had fractured. Note: the tm femoral cone and the tm full cone are of tmt design control. All other implants, including the stem extension are a zimmer biomet (B)(4) design control.